Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage.the log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pairing issue in combination with premature low tx battery. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.